Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and skin infection. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with abdominal wall cellulitis. The patient's blood glucose levels reached between 200 and 250 mg/dl while wearing the pod longer than 48 hours. The patinet also experienced pain and bleeding at the site. The patient was treated with high doses of two different strong antibiotics through IV (intravenous) vancomycin and zosyn. After being discharged the hospital gave the patient augmentin and doxycycline to take for 7 days then he had to go back to acute care for a follow up and then the hospital gave him 5 more days of augmentin and doxycycline. The patient was released the three days later.